Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned the 1"/2"/3"/4" width plates, for evaluation. Product review of the air dermatome by flextronics on (B)(4) 2019 revealed that the swivel was loose. The calibration was out of specification at the zero setting only. The motor speed was within specification and the control bar was not in the correct position. The valve loses air and the on/off button was stuck. The customer hose was not returned for evaluation. Repair of the air dermatome was performed by flextronics on (B)(6) 2019 which included replacement of the swivel and o-ring. Air dermatome, serial number 108412, was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome was malfunctioning, it cannot be determined from the information provided which component or combination of components was causing the issue the customer was experiencing. A number of findings noted during evaluation could have contributed to the reported event such as the swivel being loose and the control bar being in the wrong position. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the swivel and o-ring were replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that device was returned for maintenance and there is no further information or a per form available. Upon investigation it was discovered that the valve was leaking air. No adverse events were reported as a result of this malfunction.